Event description:
It was reported that during lead insertion, the helix got stuck to the cephalic vein wall. When the lead was extracted the helix was visibly deformed. The physician reported that the helix was already extended when the package was opened without previous manipulation. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device noted the helix is damaged. The device was unable to be tested.